Manufacturer narrative:
Additional information was received that no further information can be obtained at the moment.

Event description:
A report was received that the patient¿s ipg was not holding a charge. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient&#38112;ipg was not holding a charge. The patient will undergo a revision procedure.

Event description:
A report was received that the patient¿s ipg was not holding a charge. The patient will undergo a revision procedure.